Event description:
During imaging the pullback stopped - the catheter was removed without harming the patient. Manufacturer response for intravascular ultrasound catheter, (brand not provided) (per site reporter). Clinical site works directly with the mfg rep to notify them of the event and return the product.